Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited a communication failure. This error is likely to result in a system lock up or prevent the system from booting to a usable state. No patient or user injury was reported.